Manufacturer narrative:
The manufacturer became aware on 11-nov-2025 of a reported hyperglycemic event that occurred on (B)(6) 2025 and resulted in hospital admission. Available information indicated elevated blood glucose values and device use with manual blood glucose entries and meal announcements prior to hospitalization. The device was reportedly removed in the hospital, and the user received insulin therapy; however, complete details regarding treatment course, discharge date, and clinical outcome were not available despite multiple follow-up attempts.

Event description:
On 11-nov-2025, the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 400 mg/dl. Prior to hospitalization, the user had periods of elevated blood glucose with manually entered readings and meal announcements while using the device, and no additional treatment details were available. The user was admitted to the hospital, received medical management with insulin therapy, and the discharge date and final outcome were not available at the time of reporting.